Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from connector event on (B)(6) 2025. The infusion set was in use for less than twelve hours. The blood glucose level was high and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.